Event description:
It was reported that the patient presented with instent restenosis of a previously implanted unspecified stent in the distal left anterior descending artery with mild tortuosity, mild calcification and 90% stenosis. A 2.00x12 mm nc traveler rx balloon dilatation catheter (bdc) was advanced without resistance for pre-dilatation and inflated the first time; however, the balloon ruptured at 20 atmospheres. The 2.00x12 mm nc traveler rx bdc was withdrawn from the patient anatomy without resistance. Reportedly, the physician commented that organized thrombosis was observed during intravascular ultrasound and this may have caused the balloon rupture. Excimer laser coronary angioplasty was performed. Post-dilatation was performed with a new nc traveler bdc. There was no reported adverse patient affect. There was no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: bmw universal; guide cath: launcher 4.0. Above rated burst pressure. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the nc traveler balloon was pressurized to 20 atmospheres (atm). The nc traveler instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the us.